Manufacturer narrative:
Patient identifier, age and weight were not provided. The model and serial number of the involved device have not been disclosed by the facility. This information will be provided in a supplemental report if and when made available. The serial number has not been provided, so the manufacture date is unknown. This information will be provided in a supplemental report if and when made available. Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a user medwatch report (mw5059491) on (B)(6) 2016 stating that a patient developed a sternal wound infection 2.5 to 3 months after undergoing an aortic valve replacement procedure in 2015 that involved a sorin heater-cooler system 3t unit. The patient underwent sternal incision and drainage. Operative cultures were analyzed and identified mycobacterium fortuitum. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a user medwatch report (mw5059491) on (B)(6) 2016 stating that a patient developed a sternal wound infection 2.5 to 3 months after undergoing an aortic valve replacement procedure in 2015 that involved a sorin heater-cooler system 3t unit. The patient underwent sternal incision and drainage. Operative cultures were analyzed and identified mycobacterium fortuitum.